Event description:
It was reported that the patient was having signs and symptoms of withdrawal. A catheter access study was performed and was within normal limits. Rotor studies were performed twice; no rotor movement noted. The hcp explanted and replaced the device due to apparent rotor stall. The pump contained morphine. No pt injury was reported and the pt recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.